Event description:
It was reported that, during npwt, a unk pico 7 at first, three of the lights next to the ok indicator were blinking. The therapist changed batteries and all four lights are solidly illuminated. In additionally, after patient took a shower and left the device on counter top, there was a pump error and the pump can´t longer apply the therapy. Therapist change to a new pump and dressings per clinical guideline. No patient injuries or other complications were reported. No further information is available.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.